Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load a cartridge. Reportedly, the cartridge was filled with 110 units of insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the contact added insulin to the cartridge and resumed insulin delivery.